Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 154mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to flattened dome switch. The insulin pump was unable to test for motor error alarm due to no button response. The insulin pump had minor scratches on display window and cracked reservoir tube lip. The motor was tested outside of the insulin pump and passed.